Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice machine during prime. The technical service representative had the home patient (hp) push the spike into the supply bag and turn. Per the hp, the spike had not penetrated the seal of the supply bag. The hp resumed prime. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The pdn verified the device was discarded and the patient finished the box of product without further issue. Additionally, the pdn stated, "this patient had a lot of clinical symptoms, however they were not related to the pd therapy, they were related to not dialyzing". Upon further follow-up with the nurse on (B)(6) 2010, it was found on more than one occasion in 2010, the patient's blood urea nitrogen (bun) and creatinine levels were found to be very high during clinic visits. It was discovered that the patient was non-compliant with her pd therapy. Per the nurse, the patient was not performing pd therapy at home as prescribed. On (B)(6) 2010, pd therapy was permanently discontinued and the patient was placed on hemodialysis. The patient's bun and creatinine levels greatly improved after the patient was placed on hemodialysis. There was nothing wrong with the pd solution or devices. The decision to stop pd therapy was related to the patient not being compliant with her therapy. All available information was reported.

Manufacturer narrative:
(B)(4). This complaint for a check supply line alarm was not confirmed. The sample was not returned to baxter for evaluation. The lot number was not provided; therefore, a batch review cannot be conducted. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).